Manufacturer narrative:
Manufacturer's investigation conclusion evaluation of the submitted log files confirmed low flow events; however, a specific cause for the low flow alarms and reported confusion could not conclusively be determined through this investigation. A specific cause for the reported confusion the controller event log captured transient low flow fault flags which resulted in 22 low flow hazard alarms on 10nov2022. The majority of the observed low flow events also appeared to be associated with elevated pi values; the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller periodic log file captured one low flow fault resulting in a low flow hazard alarm was captured on 02nov2022. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 15apr2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was confused and had low flow alarms. A review of the log files with a high pulsatility index (pi).